Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 c-ring could not be completely retracted into the harvesting cannula. The harvester experienced this upon initial branch ligation, after the first extension of the c-ring it would no longer return or retract completely into the cannula. The harvester noted a bend in the c-ring arm that was different from the standard divergence of the c-ring arm; "it looked like an extra bend or deviation in the arm" per the harvester. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tool was received inside the cannula. The c-ring slider rod was bent and the c-ring was bent inwards somewhat. The jaws had minimal signs of clinical usage, no non conformities. There was some evidence of blood. Based upon the visual observations, the reported complaint for "c-ring bent and would not retract" was confirmed, as the bend in the slider rod caused the c-ring to be more difficult to retract. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).